Event description:
Per study, the report indicated that this pt was admitted with newly developed (cva) cerebral vascular accident that occurred two weeks prior to the index procedure, additionally, prior to the procedure, the stroke scale was two, and the pt was not on aspirin or any other antiplatelet medication. However, the pt was on anti-hypertensive and anti-lipid medication. After the procedure, the pt was in recovery room, when it was noticed that the pt was aphasic. The previous stroke scale of two was now seven. The pt underwent an angiogram and an MRI, and both showed a patent precise stent without any thrombus or obstructions. Additionally, the angiogram and MRI did not show bleeding or any other type of obstruction that may explain the pt's condition. At the time of the event, the pt was on aspirin, plavix and heparin drip. The pt was diagnosed with an ischemic stroke with stroke scale of six. The pt was sent to physical therapy, which was already scheduled, because of the cva. The pt is doing well, but the cause of the event is unk. During the event, the angioguard was not in the pt. Additionally, during the procedure, the pt received aspirin, plavix and heparin drip. The pt was discharged home on aspirin and plavix. No further info was available.

Manufacturer narrative:
During the index procedure, the pt was symptomatic. No revascularization was planned. The site treated was the left carotid. The discharged info indicated that the nih stroke scale was 6. Ticlopidine was checked. Heparin was given during the procedure, clopidogrel was given pre, post and at time of discharge, and aspirin was given pre-procedure. Additional info will be submitted within 30 days of receipt.